Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) shut down after the lower display comes on "dim", and "scrolls." The caller tried to check the segments and the epg "shut down." The epg will be returned for repair. No patient involvement or complications have been reported as a result of this event.